Event description:
During a laser lithotripsy procedure, inspection of the basket after its removal from the patient revealed that the basket had been torn. The basket did not detach from the sheath, nor were any broken basket pieces identified. The basket and the stone were removed entirely through the scope, as the physician was able to close and retract the basket properly. Only after the basket was removed from the patient was the basket tear noticed. The patient experienced no complications as a result of this malfunction. (Please reference mw report # 3900570000-2006-8001).